Event description:
It was reported that during a gall bladder procedure, the clips would not hold after placing. The clips fell into the patient but were removed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that one device was received with in good visual condition. Upon firing of the device, the clips did not advance into the jaw causing malformed clips. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the tip of the advancer was found bent. In addition, scratches were noted on clip track. Scratches were caused by the friction between the bent advancer and clip track. The clip track proximal flanges/locators were found deformed as a result from an excessive force. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.